Manufacturer narrative:
(B)(4). The account will not release the device.

Event description:
It was reported that during a total lap hysterectomy, throughout the procedure the harmonic and enseal devices were being used on the patient. They noticed the surgeon was hitting metal and a uterine manipulator was being used near the activating device. As adhesions were being taken down, the blade broke off into the patient. The blade was removed using a grasper. An enseal device was used to complete the procedure. There was no adverse consequence to the patient reported. The device has not been released from the account.